Event description:
The patient reported that his infusion device is alarming and displaying "77" on the screen. The patient stated that his power pack has been in use for 4 weeks. The patient was aware of the recall but had neglected to change the power pack every 2 weeks as instructed. The patient was educated on the importance of changing the power pack every two weeks. No physiological affects were reported. The patient did not require medical assistance from a healthcare provider or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will returned for evaluation.